Event description:
On (B)(6) 2012, pt's doctor requested add'l infusion device training for himself and the pt. Doctor stated pt was currently in the hosp due to dka with a blood glucose value of 1000 mg/dl. Doctor stated pt went to the hosp due to a viral infection and then his blood glucose became elevated. The pt was disconnected from the infusion device and treated with an insulin drip. The pt's blood glucose decreased to 250 mg/dl and he reconnected to the infusion device. The pt's blood glucose began to elevate again and his basal rates were increased from 1.6 u/h to 3.0 u/h. The pt's blood glucose then increased to 500 mg/dl and he was diagnosed with dka again. The pt was hospitalized from (B)(6) 2012. Request for add'l training was submitted. Attempts to contact the pt for troubleshooting were unsuccessful. On (B)(6) 2012, company rep reported she met with the pt and his doctor on (B)(6) 2012 and provided add'l training on the infusion device. No product issues were reported. No product was requested to be returned for eval.